Manufacturer narrative:
(B)(4).

Event description:
Covidien rec'd info that during patient use, "low paw", "low base" and "check circuit" alarms occurred. After the device was booted up, a 'device alert' alarm occurred and the display showed a "motor slow" alarm. The ventilator then stopped ventilating. The patient was manually ventilated and then transferred to another ventilator. There were no negative patient consequences reported.